Event description:
The stent broke when it was being removed from the pt. The broken stent was removed successfully using a basket and forceps. Although requested no info has been rec'd regarding the status of the pt.

Manufacturer narrative:
Evaluation of the affected device was based upon a review of a supplied image of the affected device. The info provided confirmed the device involved in this complaint to be a (B)(4) (zebd) device. The lot number was not provided; therefore it was not possible to check if any of the affected lot remained in stock. An image of zebd device involved in this complaint was provided by the distributor prior to returning. The image provided showed a used and fractured zebd stent. The stent fracture occurred at the pigtail end of the stent. The affected pigtail was completely separated from the stent. The stent appeared blackened in color at both pigtails - most likely due to bile. At the point of fracture the stent appears frayed and damaged, possibly as a result of removal with a forceps. Upon review of the image, the customers' complaint of a broken stent can be confirmed. A possible cause of this fracture may be attributed to the method and manner of removal of the zebd stent from the pt. Excessive pressure/force may have been applied when the device was removed form the pt. However, as the actual a device involved in this complaint was not evaluated and the conditions of removal cannot be replicated, it is not possible to conclusively state if this is the cause of this complaint. As the lot number of the zebd device was not provided, it was not possible to conduct a review of the relevant mfg records. Prior to distribution, all biliary stent devices are subjected to functional checks and 100% visual inspection to ensure device integrity. The biliary stent is intended for one time use. This device is used to drain obstructed biliary ducts. According to the instruction for use, IFU 18259/0410, the user is instructed to do the following: "visually inspect with particular attention to kinks, bend and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." It is unknown how long the zebd device involved in this complaint was indwelling in the pt. As per ifu19259/0410: "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." The two year complaint history has been reviewed and this complaint for this specific rpn represents an isolated occurrence. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.